Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. It is possible that the foreign material was present due to leakage from the packing. The instruction manual contains verbiage describing the detection of the event in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that their evis exera iii colonovideoscope device had insufficient angulation. Upon inspection and testing of the returned device on 26aug2023, it was discovered that there was foreign material inside the air/water tube and cylinder. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device air/water channel/tube. The customer's originally reported issue of reduced angulation was confirmed; due to wear of the angle wire, play of the up/down and right/left knobs was out of specification. The following additional findings were also noted: due to wear of scope-cover packing water tightness is lost, assorted scratches, cracks, faded components, bending section cover adhesive detached, peeling connecting tube coating, and universal cord buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.